Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Bleeding at insertion site, plan to take patient back to or to find bleeder.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction b1, d4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Access site adverse event: the cause of the bleed was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.